Manufacturer narrative:
The account found the brake hex rod had slipped out. The account replaced both brake hex rods and hardware to resolve the issue.

Event description:
The account alleged the brake casters at the foot end of the stretcher do not hold. No pt impact.